Event description:
It was reported, the heating tip of the rigid videoscope did not work and there was an error message stating the anti-condensation function stopped. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the heating tip of the rigid videoscope did not work and there was an error message stating the anti-condensation function stopped. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned to olympus for investigation. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.